Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers failed. Preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation and initial reporter occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height auxiliary drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) removed the back panel and observed that no lights were present on the controller boards. The fse replaced the t-board and rebooted the device, after which all lights on the controller boards turned on. The customer then assigned the drawer to the es application. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers failed. Preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.